Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the catheterization lab for a routine generator change. Before the procedure, the right ventricular lead was x-rayed and it was noted that it had externalized conductors. Since all electrical values were all normal, the right ventricular lead was reused and connected to the new device. The patient was asymptomatic and in stable condition and would continue to be monitored.